Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use direct the user to make a 1 cm long incision through the skin, subcutaneous tissue. A smaller incision may contribute to extreme resistance of the gastrostomy feeding tube when exiting the fascia. The excessive resistance may lead to internal bolster separation from the feeding tube. The instructions for use indicates the use of water-soluble lubricant and gauze to thoroughly lubricate the dilator and entire external length of the tube including the internal bumper. Excessive resistance may lead to internal bolster separation from the feeding tube. The instructions for use provides the following warnings: if the tube does not rotate freely within the tract, do not attempt to use traction as a method of removal. The tube must be pulled straight out of the stoma tract. The use of excessive force may lead to internal bolster separation from the feeding tube. Prior to distribution, all peg/flow push/pull percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a peg tube removal procedure, the physician used a cook 20 fr peg tube of an unknown registered product number (rpn). The device was both placed and retrieved by urgent surgery associates. The device was scheduled to be removed. Upon removal of the device, the stopper [bolster] did not come out with the tube. The stopper was never found even after an esophagogastroduodenoscopy (egd) and colonoscopy were performed. The customer speculated that it [the missing portion] could have already passed.

Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed that the internal bolster has separated from the feeding tube. The internal bolster was not provided with the return. The feeding tube is 20 french (fr), indicating that the returned device is a flow-20. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The following statements can be found in flow push/pull instructions for use: the instructions for use direct the user to make a 1 cm long incision through the skin, subcutaneous tissue. A smaller incision may contribute to extreme resistance of the gastrostomy feeding tube when exiting the fascia. The excessive resistance may lead to internal bolster separation from the feeding tube. The instructions for use indicates the use of water-soluble lubricant and gauze to thoroughly lubricate the dilator and entire external length of the tube including the internal bumper. Excessive resistance may lead to internal bolster separation from the feeding tube. The instructions for use provides the following warnings: if the tube does not rotate freely within the tract, do not attempt to use traction as a method of removal. The tube must be pulled straight out of the stoma tract. The use of excessive force may lead to internal bolster separation from the feeding tube. Prior to distribution, all flow push/pull percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.